Manufacturer narrative:
The acist angiographic contrast injection system, model cms2000, was requested to be returned to acist for testing. The consumable kits were discarded by the user facility. Upon completion of testing of the injection system, a follow-up report will be submitted to FDA.

Event description:
During a percutaneous coronary intervention (pci) for coronary artery disease, air was seen on the angiographic image in the left descending artery. The pt experienced chest pain and the physician administered chest compression. The pt recovered the same day ((B)(6) 2013). (B)(4).